Manufacturer narrative:
Returned device was received in good physical condition but has a scratched screen. During the evaluation of the device, the device immediately alarmed ec 1720 on power up. The back-up capacitor was replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720 during testing. There were no reported adverse events no patient present at the time of the event.